Event description:
Rn went in to switch out IV tubing that was connected to the patient. Tubing around the cap was broken at the part where it tightens around the clamp. All pieces were accounted for. Monitor for infection. Nothing that wasn't previously being monitored.